Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had flashing, white, blank display screen. The blood glucose at the time of the incident was 527 mg/dl. The last night insulin pump turned off due to a low battery and woke up with high blood glucose. Customer treated high blood glucose with the insulin pump and declined troubleshooting for it. Customer advised to monitor the insulin pump. The device will not be returned for the analysis.